Manufacturer narrative:
The t:flex user guide states, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin". Follow-up (B)(6) 2016: the lowest blood glucose level experienced by the customer was 113 (mg/dl). Reportedly the customer is "doing fine". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to their infusion site during the fill tubing process and inadvertently delivered insulin into their body. The customer reported a blood glucose level of 120 (mg/dl). The customer was reminded that the site should be connected after the fill tubing process is completed.

Manufacturer narrative:
(B)(4).